Manufacturer narrative:
A service call was made and the instrument was found to be operating within specifications. The customer did not provide any further information for investigation.

Event description:
On (B)(6) 2016 a customer reported unexpected negative results when testing a patient sample using capture-r ready-ID (crrid) on the galileo echo instrument.